Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device has not been serviced within the last twelve months. The device was found out of specification in relation to the customer reported 'liquid crystal display stays blank' which was confirmed through visual review. The reported condition was verified. The cause was determined to be the processor board not installed properly. The processor board was installed correctly to resolve the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump liquid crystal display (lcd) stayed blank. This occurred during an unspecified process step. There was no patient involvement. No additional information is available.